Event description:
It was reported that, during a routine follow-up, this pacemaker was found to be at end of life (eol). At the previous follow-up, 5 months prior, the expected remaining longevity was 2.5 years. All lead parameters were normal and premature battery depletion was suspected. A revision procedure was performed and this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this pacemaker was found to be at end of life (eol). At the previous follow-up, 5 months prior, the expected remaining longevity was 2.5 years. All lead parameters were normal and premature battery depletion was suspected. A revision procedure was performed and this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.